Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in dwell of treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified. Pt received prophylactic antibiotics and has had no adverse effects. The actual sample is not available; a comparison sample of the same lot number is available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.